Event description:
Foley catheter inserted in or. When cath was to be removed, 5cc balloon would not deflate after water had been removed from balloon. Nurse unable to remove catheter so cath was removed by urologist with balloon still partially inflated. Pt admitted 10/7/94. Discharged home 10/10/94. Hosp stay extended by one day due to incident. Pt kept an extra day for observation only. Pt doing well after incident. Able to urinate without any problems. Catheter was accidentally thrown away at time of removal.